Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Manufacturer narrative:
(B)(4). Blister and tyvek were returned for analysis with no instrument. Tyvek had been folded over and was on top of the blister. Tyvek lid was visually examined for contamination or any other defect. No contamination was found on the tyvek and, though folded, there was no damage to the tyvek. Blister was visually examined. There was no damage on the blister and there was evidence of complete seal transfer from tyvek on entire circumference of blister flange. Particles of black plastic foreign matter were taped to the inside surface of the blister. Plastic appears to be debris from the instrument. Batch history records were reviewed with no protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Event description:
It was reported that before an unknown procedure, sterility package is contaminated; no further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.